Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the snubber board. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system displayed low ma and low kv errors and would not perform fluoroscopy. No patient injury was reported.